Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct dilatation with calculi performed on (B)(6) 2025. During the procedure, the nurse placed the cre balloon at the papilla and dilated it with the pressure handle, but the liquid could not enter the balloon. The balloon could not be opened after repeated operations. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation finding of a balloon longitudinally torn. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of balloon longitudinally torn. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a longitudinal tear. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear. The longitudinal tear found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.